Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of damaged conductor wire insulation to be related to the customer reported complaint. The conductor wire insulation was damaged on the distal end under the cautery conductor wire cap. The insulation does not exhibit thermal damage. The insulation was located behind the conductor wire, but no wires were physically damaged. The instrument was placed and driven on an in-house system. The instrument delivered energy on 3 of 3 attempts. The instrument released smoke along with the energy. The root cause of damaged conductor wire insulation is attributed to a component failure. The probable root cause of the broken conductor wire is primarily attributed to device design, as conductor wire management issues can result in damage to the wire itself and the weld. The conductor wire is not properly constrained to the hypotube, and the non-round yaw pulley cap allows for the wire to escape or pinch. Damage to the instrument¿s conductor wire can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to dislodgement and pinching. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted malignant hysterectomy surgical procedure, the customer observed smoke coming form the joint of the permanent cautery spatula instrument. The tips of the instrument were intermittently cauterizing. Arcing was not noted at the time. The monopolar cautery was set at 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument was inspected prior to use. No damage was noted by the scrub nurse. The damage was noted intraoperatively when the smoke was observed. The surgeon was cauterizing the tissue when the problem was identified. Instrument did not collide with any other instrument or tool during the procedure neither was there any problems removing the instrument through the cannula. Procedure was completed with a back-up instrument and instrument was last used (B)(6)2023.